Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes buttons of insulin pump to had to pressed multiple times for functioning of insulin pump. Customer stated that the piece of insulin pump was broken off where the reservoir screws in and insulin pump received unexplained no delivery alarms. Customer stated that the insulin pump was louder on rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.